Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this guiding catheter dissected the lateral vein. The dissection was found through imaging during manipulation. In regard to the cause of dissection, the physician thought that it was most likely that the guiding catheter was pushed in too hard. The catheter was never in service. No adverse patient effects were reported.